Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information has been added to the following sections: b1, d8, g2, h4, and h6. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The customer did not complete the contaminated endoscope questionnaire and left most fields blank. The customer selected the following brush points for reprocessing procedure - manual cleaning: instrument/suction channel, suction cylinder, instrument channel port and distal end/areas around elevator. The customer documented the model of the brushes used for manual cleaning wre: diagmed mini-pull through and digmed stubby brush. The customer documented the endoscopes were stored as follows: vertically hanged and other: labcaire endoscope storage cabinet. The maintenance/repair is performed by olympus. No additional information was provided. Multiple attempts were made to retrieve additional information and for the device return. No response has been received from the customer to date. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a suspicion of cross contamination of two patients with pseudomonas as stated in the instructions for use, this event may have been prevented: - warnings on incorrect reprocessing as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and detected klebsiella pneumoniae after the first complete reprocessing cycle. The device was reprocessed a second time, cultured a second time and no germs were detected. The device was evaluated and the following defects were found: bending section rubber was scratched and had a hole, the device was discolored, and there were scratches within the biopsy channel. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear over an extended period of time. Based on the results of the investigation, it is unlikely the patient infection/positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, no germs were found. The root cause of the reported phenomenon cannot be conclusively determined, however, user' s insufficient reprocessing cannot be ruled out as a contributing factor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device was cultured and positive for klebsiella pneumoniae. The customer also stated two (2) patients have tested positive for pseudomonas. The customer is performing their own investigation to determine, if any, relationship between the subject device and the patient infections. Requests for additional information are in progress. Patient identifier (B)(6) (complaint 1 of 3) is for patient 1 of 2 with pseudomonas infection. Patient identifier (B)(6) (complaint 2 of 3) is for patient 2 of 2 with pseudomonas infection. Patient identifier (B)(6) (complaint 3 of 3) for the subject device and suspected contamination with klebsiella pneumoniae. This report is for patient identifier (B)(6) (complaint 1 of 3) is for patient 1 of 2 with pseudomonas infection.